Event description:
It was reported that the patient¿s device has high lead impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent a full replacement. The explanting facility&#39;s protocol is to discard products so the explanted devices have not been received for analysis to date.

Manufacturer narrative:
D6a. If implanted, give date (mo/day/yr); corrected data; supplemental MDR #1 inadvertently omitted information known prior to submission.